Event description:
Complaint description: an office tech reported that loss of image was experienced during a colonoscopy procedure. She stated that she was not aware of complications related to the occurrence and explained that it is not uncommon to complete a procedure with a second scope.